Event description:
Revision surgery - the patient had a hemi done about 10 years ago. Due to rotator cuff failure, the surgeon converted the hemi to a reverse shoulder prosthesis.

Manufacturer narrative:
The reason for this revision was reported as patient rotator cuff failure after 8.3 years of patient use. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the first complaint against lot number 602612. A total of (B)(4) complaints have been submitted against this part number. (B)(4) of the complaints have been attributable to patient joint issues with this complaint attributable to a rotator cuff failure. The remaining complaints have resulted from other issues such as joint dislocations and infections. The root cause for the rotator cuff failure was not reported. There are no indications of a product or process issue affecting implant safety or effectiveness.